Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a heavily tortuous, eccentric, de novo circumflex lesion that was below the bifurcation and was 90% stenosed. A 3.0 x 23 mm xience prox xpedition stent delivery system could not cross the lesion due to the anatomy and the shaft broke. The device was easily removed and a 2.75 x 23 mm xience pro xpedition stent was successfully deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: adverse event or product problem changed from malfunction to serious injury. Correction: type of reportable event changed from malfunction to serious injury. Device coding correction: device code (B)(4) was removed.

Event description:
Subsequent to the initial report: the shaft of the xience pro stent deilvery system separated and stuck in the vessel. A snare device was successfully used to remove the separated portion.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft detachment and kink were was able to be confirmed. The reported failure to advance and the reported difficulty to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.